Event description:
It was reported that this patient experienced discomfort and subsequently presented a ra lead fracture. The lead was replaced, capped and surgically abandoned. Also reported that the patient experienced pacemaker syndrome due to the fractured lead. No additional adverse effects were reported.